Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up vvi due to the cybersecurity upgrade. Technical support was contacted and reprogrammed the device to resolve the issue. The upgrade was not installed and the patient was in stable condition.